Manufacturer narrative:
Device evaluation summary: the product tray, pouch and shelf carton were returned. The product pouch had previously been opened. The sentrant sheath was positioned in the tray. Two tray clips were loose in the tray. The dilator was not present in the tray. There was no damage observed to the sheath. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review summary: a photograph was returned for evaluation, upon of review of the photograph, it was confirmed that the dilator was not present in tray with the sheath, could not determine the cause of the missing dilator. In addition, both clips which were holding down the sheath and normally would be holding down the dilator were seen attached to the tray. However, the sheath appeared to have been removed and placed back into the incorrect location on the tray prior to taking the photographs. No obvious defects with the sheath or tray were visible. A photograph showing the label end of the opened carton did not reveal anything obvious to show that the carton may have been tampered with or help determine the cause of the missing dilator. If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant was being prepared to be used for a patient in an emergency procedure. It was reported that a dilator was not packed in the package. The procedure was completed with the use of another product. No additional clinical sequelae were reported and the patient is fine.